Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of receiving a no delivery alarm and battery out limit alarm. While troubleshooting for no delivery alarm, customer was not able to rewind insulin pump. Customer's blood glucose was 400 mg/dl. Customer declined troubleshooting for high blood glucose and battery out limit alarm.